Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported inability to remove the gripper line was unable to be confirmed via returned device analysis; however, the reported gripper line knot was confirmed. The investigation concluded that the reported knot was related to user technique, and resulted in the inability to remove the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the gripper line was difficult to remove, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two mitraclips were implanted without issue. Another mitraclip (cds 60216u121) successfully grasped the leaflets and deployment was initiated per instructions for use. The gripper line had been inspected prior without any visible issues noted. After the clip was deployed on the leaflets, about 5-10 centimeters of gripper line was removed when it became stuck inside the gripper lever. The gripper lever was cut and gripper line removed without any further issue. Once the gripper line was removed from the device, a knot was noted approximately 5 centimeters from the distal end. The mr was reduced to 1. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.